Event description:
Caller states the pt tested 5.2 inr on the coaguchek s system and 3.3 inr on a comparison lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.